Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer blood glucose at the time of the call was at 200 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer declined trouble shooting the issue. The customer stated they could not get the sensor to connect with the rest of the insulin pump. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Inspected 1 opened and used enlite sensor was inspected and performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in100 bts solution. Confirmed the communication icon was displayed and the transmitter was flashing while connected to the sensor. The sensor functioned properly.